Event description:
#Medwatcher #(B)(4). In (B)(6) roughly 8 months after I got essure I started bleeding from my rectum as well as many other side effects from abdominal pain, fatigue, and foggy memory, loss if bowl controls diarrhea, hard to pee etc. I eventually had a colonoscopy done and was diagnosed with an autoimmune disease ulcerative colitis. As of now no meds in the last year and a half have been able to help me. I am now taking a drug called entivyo which is an IV and is administered every 8 weeks.